Event description:
Pt hospitalized for high blood sugar. Pt had over-indulged and did not bolus any insulin to adequately maintain his condition. User error attributed to this event. Nurse called because he was unfamiliar with the pump and wanted technical guidance. Nurse's questions dealt with need to change insulin cartridge for pt.